Event description:
According to the procedure, during a laparoscopic urology procedure, while on a vein hemostasis, two clips were dropped simultaneously instead of one. One of the clips did not close properly, and the bites was twisted and crossed. The defective clip was removed by the surgeon to complete the case and resolve the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.